Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, loss of capture and sudden high impedances were noted on this lead. Lead was left implanted until (B)(6) 2020, at which point the lead was explanted due to fracture and impedances over 2000 ohms. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. Approximately 38 cm distal to the is4 connector pin the lead body was found squeezed and deformed. At this location all conductor cable were noted broken. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the cuts into the insulation 33 cm distal to the is4 connector pin and the prolonged distal lead body most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.